Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the cause of the phenomenon, ¿the camera display error code e224, staff cannot adjust white balance or obtain image¿ was determined to have been caused by a faulty cable but the cause of the fault could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that while using the 4k autoclavable camera head, there was an e224 scope communication error, white balance could not be performed, and images could not be captured. The issue occurred during a procedure and there was no patient harm associated with the event.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to a faulty cable. There was also chipping on the packing cab and the label on the rear cover was faded. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.